Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet system with a dexcom g7 experienced hyperglycemia, with a highest cgm reading of 397 mg/dl persisting about 2.5 hours; the user performed two infusion set changes on the abdomen without visible issues, completed a full supply change with guidance, announced a cheeseburger meal as usual, and was trending down by the end of the interaction. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.